Event description:
Philips received a complaint on the patient information center ix indicating that the device failed to alarm for a v tach in room (B)(6) on (B)(6) 2026 at approximately 10:50 am and 10:52 am. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer. Following a review the clinical audit trail alarm events for this timeframe, the cas determined that the v-tach alarm criteria was not met. Instead, the application generated a yellow non-sustain vt alarm. The customer requested further review of the data. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.